Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the proximal m1: section of the middle cerebral artery (mca), the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000252078) was placed in the mid-internal carotid (ic) cervical and two passes were performed with an aspiration catheter axs catalyst® 6 catheter (stryker), trevo trak 21 microcatheter (stryker), and an embotrap iii revascularization device (catalog / lot# unknown) and the thrombus was successfully retrieved with thrombolysis in cerebral infarction (tici) of 3. It was reported that during the retrieval of the embotrap iii device, the emboguard was advanced distally and the balloon catheter ruptured. The entire emboguard was pulled out from the patient¿s anatomy and the procedure was successfully completed. There was no negative patient impact reported. On (B)(6) 2023, limited additional information was received. Per the information, ¿the emboguard balloon was ruptured after inflation and during retrieval of the embotrap iii.¿ the emboguard was not replaced to complete the procedure, ¿the emboguard balloon was ruptured at the end of the procedure.¿ on (B)(6) 2024, additional information was received. Per the information, the surgical access point was femoral. The introducer sheath used was an 8fr sheath (terumo); a peel-away sheath was used. A 4fr jb2 catheter (medikit co, ltd) was used. The lot number of the 5mm x 37mm embotrap iii revascularization device used was 23h148av. The emboguard balloon catheter had been inflated two times during the procedure. The reported issue did not result in any procedure delay.

Manufacturer narrative:
Manufacturer¿s ref. No: pc: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the review of the manufacturing documentation associated with the lot 0000252078. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000252078) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.